Event description:
Consumer called to report having 2 readings that varied a lot. Analysis run on consensus error grid (ceg) using mean reading (132) as reference point vs. Bd readings (32, 232) yielded data points in the c range of the grid, outside of acceptable limits.